Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon tried to fire the device on the initial firing, the clips were malformed and they were no longer on one side than the other. They would not meet at the distal end. It is not known at this time which side was shorter, they used four devices from the same lot and then switched to a new device to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.